Event description:
The customer reported that the alarm will not power on. There was no pt injury reported. Inspection by posey shows that the alarm did power on and the battery door was damaged.

Manufacturer narrative:
(B) (4) eval of the returned product shows that the alarm did power on and functions ok. The battery door was broken/damaged. (B) (4).